Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a revision on (B)(6) 2012. She continues to experience vaginal bleeding, mesh erosion and dyspareunia. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05180. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with hysterectomy. The patient underwent a partial mesh removal on (B)(6) 2005, revision on (B)(6) 2007, and mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stage 3 pelvic organ prolapse, stress urinary incontinence, urethral hypermobility, and endometriosis. It was reported that the patient had the concurrent procedures of a operation on cul-de-sac, repair of cystocele, and enterocele performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bleeding, and dyspareunia.